Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that the customer was hospitalized because she was lethargic and unable to advised how to use the insulin pump. The customer's blood glucose was unknown mg/dl. The nurse was advised to remove battery for future alarms and remove cannula too. No further information was reported.